Manufacturer narrative:
Investigation into this event showed that repeat testing yielded negative results. The customer reported acceptable qc results and calibration data. Datalogger analysis showed no evidence of analyzer malfunction. The customer believes that poor sample handling on the night shift (a known problem at the site) caused the initial elevated results. The root cause of the event is user error.

Event description:
A customer observed falsely elevated trop I results for a patient sample tested on the eci analyzer. The biased results were not reported. Falsely elevated results may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.